Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Charge/boot test was performed and passed. Functional test was performed and failed due to bad battery. Internal test was performed and failed due to bad battery see pictures . The log was downloaded review failed. The allegation was confirmed. The probable cause was determined to be rtt loss and a damaged battery is an indication that the allegation occurred.. No injury or medical intervention was reported.